Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge remained static at 105 units despite delivering the routine basal and bolus insulin. The customer was unsure of the amount of insulin that had been delivered at the time of the reported event and declined to perform troubleshooting to determine the amount. Subsequently, cold insulin was being used to fill the cartridge. The customer's blood glucose level was 154 mg/dl.